Event description:
I had essure implanted in 2013 and right after had heavy bleeding. After about a year I told the dr I didn't feel right, he said it didn't have anything to do with the essure. I waited for a little longer and dealt with the issues. One dr in his practice finally listened to me. I told him I was feeling sick and heavy bleeding with clumps that I have never had before. He then said we can do a partial hysterectomy. That was the only option I had to get the coils out. So I did it. Since 2014 I've had all sorts of medical issues. It's a shame, I was in such good health before essure.